Event description:
The customer alleged they received questionable troponin t stat (tnt) results on their e601 analyzer. The customer stated the sipper probe was dripping constantly and filling up the reservoir. The customer stated there were no instrument alarms. The customer noted that after repeating samples on another e601 analyzer, serial number not provided, there were discrepant results that were generated and reported. The customer provided data for two patients, of which one patient had discrepant results reported outside the laboratory. The patient's initial sample from a modular pre analytics device aliquot was 0.02 ng/ml. The customer pulled the original sample tube and repeated it and the result was 0.06 ng/ml. The repeat result was considered correct and it was issued as a corrected report. The customer had not received any feedback from the doctors indicating that patients were affected. The tnt reagent lot number was 16887901 and the expiration date was 08/31/2013. The field service representative found a fluidics failure of the sipper 2 syringe solenoid valve. He replaced the solenoid valve. The instrument went into operation with no dripping from the sipper valve. He performed a precision test with results within specification. The customer performed calibration and quality control which were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.